Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Due to this event, the customer called into tandem's technical support to inquire if data from the pump history can be deleted. Reportedly, the customer's bg level was not impacted as the customer realized the mistake before any insulin was delivered. Tandem's technical support informed the customer that the pump history cannot be changed; however, the customer could add a note regarding the event on the pump software. The customer acknowledged the information.